Event description:
It was reported the scale was inaccurate due to the bed not being zeroed properly. The initial reporter was not aware if there was patient involvement or any reported adverse consequences.